Manufacturer narrative:
At this time, the lead has not been returned. It was noted that the lead was discarded after the procedure. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. The lead was therefore explanted and replaced. The cause of the high threshold measurements was not determined. No additional adverse patient effects were reported.